Manufacturer narrative:
The patient is ongoing on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Patient was implanted with a left ventricular assist device (lvad). The patient was admitted for nausea/vomiting and was found to have hemolysis, peak ldh 1812, and plasma free 198. There are no signs of a pump kink or obstruction on the CT angiogram.